Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the guidewire was unable to enter the lumen of the lead "smoothly." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the lead was returned without the guidewire. Visual inspection found there was slightly cosmetic coating appeared inside the is-1 pin, and that was guidewire coating/green stuff, and some white powder looks likely to be the dried saline. A guidewire test was performed using a guidewire sample in the lab. The guidewire passed through the coil lumen to the lead distal end without obstruction. If information is provided in the future, a supplemental report will be issued.